Event description:
Event verbatim [preferred term] there was a blister. It was red and the skin was already without the first layer of skin, burnt (burns second degree). Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she used thermacare before and experienced there was a blister. It was red and the skin was already without the first layer of skin, burnt on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was recovered. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported. Information: case made serious with intervention required for burn blister. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] there was a blister. It was red and the skin was already without the first layer of skin, burnt [burns second degree], case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she used thermacare before and experienced there was a blister. It was red and the skin was already without the first layer of skin, burnt on an unspecified date. Action taken with thermacare heatwrap was unknown. The outcome of the event was resolved on an unspecified date. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: case made serious with intervention required for burn blister. Follow-up (31aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] there was a blister. It was red and the skin was already without the first layer of skin, burnt [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient (not pregnant)of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she used thermacare before and experienced there was a blister. It was red and the skin was already without the first layer of skin, burnt on an unspecified date. Action taken with thermacare heatwrap was unknown. The outcome of the event was resolved on an unspecified date. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Product quality complaints provided the following severity rating: s3 (injury, which could result in the need for medical treatment/ hospitalization). Amendment: this follow-up report is being submitted to amend previously reported information: case made serious with intervention required for burn blister. Follow-up (31aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow up (26sep2019): new information received from a product quality complaints group includes: severity ranking (s3). Follow-up (04feb2020): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] there was a blister. It was red and the skin was already without the first layer of skin, burnt [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she used thermacare before and experienced there was a blister. It was red and the skin was already without the first layer of skin, burnt on an unspecified date. Action taken with thermacare heatwrap was unknown. The outcome of the event was resolved on an unspecified date. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided the following severity rating: s3 (injury, which could result in the need for medical treatment/ hospitalization). Amendment: this follow-up report is being submitted to amend previously reported information: case made serious with intervention required for burn blister. Follow-up (31aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow up (26sep2019): new information received from a product quality complaints group includes: severity ranking (s3). Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The root cause category is non-assignable (complaint not confirmed as a quality defect). No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Product quality complaints provided the following severity rating: s3 (injury, which could result in the need for medical treatment/ hospitalization).